Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt stated they had another back surgery on (B)(6) 2018 and didn't use the ins afterwards, but kept charging the ins. However pt had not charged the ins at all in the last 2 years because they didn't need the ins. Pt mentioned once covid was over, they were going to follow up with their surgeon to have the ins taken out. Patient services (pss) asked if the back surgery was related to device/therapy and pt then provided their reason for getting ins. Pt said they had a spinal fusion and car accident and after that got the ins. Pt then said since implant the ins wasn't doing anything to help and was more aggravating in a way, said the ins was more bothering pt on top of the pain ins was put in for. Pt said they tried different intensities, but stim still wasn't helping. Pt said they went back to the healthcare provider (hcp) and the hcp found out they had a ligament that wasn't touching the pt's spinal cord and then the pt had the back surgery on l 3,4,5. Pt said they were getting better since the surgery and didn't have the pain the ins was originally put in for anymore. MRI information was reviewed. Additional information was received from the patient. It was reported that the implant was explanted on (B)(6). Pt mentioned the implant was not helping them so they stopped charging it and had the leads and implant removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.